Event description:
Device 1 of 2. Reference manufacturer report: 1627487-2011-01355. The pt received her scs system, including an ipg and surgical lead on (B)(6) 2006. It was reported that the pt's lead exhibited invalid impedance readings on all lead contacts. The pt reported no recent traumatic events or falls. It was also reported that the pt was unable to recharge her ipg. The pt stated that her ipg had not worked in a long time. It was unk whether the pt had tried a replacement charging system. The physician explanted and replaced the pt's ipg and lead on (B)(6) 2011. No further pt complications were reported.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.